Manufacturer narrative:
The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.

Manufacturer narrative:
Date of event is estimated. Attempts were made to obtain complete patient information. Further information was requested but not received.

Event description:
Related manufacturer report number: 1627487-2023-04807. It was reported that there was a suspected infection at the ipg site and the patient's s2 lead migrated which was verified through x-rays. On (B)(6) 2023 the patient underwent surgery to explant and replace the lead back at the correct location and the physician did not believe the ipg site was infected upon exploring the ipg pocket site. Effective therapy was established postoperatively.

Manufacturer narrative:
Correction: section h6: the investigation conclusions should have been 67 - no problem detected rather than 11 - conclusion not yet available. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.